Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a as nut f/femur extens.stem all sz.neutr. (Part # nr400z) was implanted on (B)(6) 2023. According to the complainant the patient was infected and required a revision procedure. Reportedly the revision was performed on (B)(6) 2024. No further complications were reported as a result of the revision. The adverse event is filed under aic reference (B)(4). Associated medwatch reports: 2916714-2024-00162, (aic reference no. (B)(4) ). 2916714-2024-00165, (aic reference no. (B)(4) ). 2916714-2024-00166, (aic reference no. (B)(4) ). 2916714-2024-00167, (aic reference no. (B)(4) ). 2916714-2024-00168, (aic reference no. (B)(4) ). 2916714-2024-00169, (aic reference no. (B)(4) ). 2916714-2024-00171, (aic reference no. (B)(4) ). 2916714-2024-00172, (aic reference no. (B)(4) ). 2916714-2024-00173, (aic reference no. (B)(4) ). (Aic reference no. (B)(4) ). 2916714-2024-00175, (aic reference no. (B)(4) ).